Event description:
Customer reports back to back testing on the same meter while using the advantage system with results of: lo (<10mg/dl) to 287mg/dl, 138mg/dl to 906mg/dl. No quality controls were run. No adverse event reported. A request was made for return of the suspect product and replacement was sent.